Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with sensor calibration. Customer was also getting alert for sensor updating and inaccurate readings. Blood glucose was 5.8 mmol/l and 30 mmol/l while sensor glucose was 3 mmol/l. Customer treated the high blood glucose with manual injection. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. During troubleshooting, it was also mentioned there was blood at sensor site. The sensor was not returned for analysis.